Event description:
It was reported the customer's insulin pump was defective. It was reported the insulin pump had repeated no delivery alarms. Customer also had several bent cannulas. The mother also reported the customer's blood glucose was high while on the insulin pump. The customer was disconnected from the insulin pump at the time of the call. Customer's blood glucose was unknown at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.